Event description:
It was reported that the image quality on the 9800 system is poor. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working within its specifications and as intended. However, the customer still believes that the image is not as it was or expected. Discussions with the customer will be planned to discuss system image expectations and possible options.